Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an error code. There were no patient involvement and no harm.

Manufacturer narrative:
D4: updated. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed the occurrence of system fault 42221. Service history confirmed that the device was last serviced as part of preventive maintenance in september 2025. Visual inspection revealed no anomalies. The main board and downstream occlusion (dso) seal were replaced. The complaint was confirmed as per event log, and the probable cause was identified as fluid contamination on the backside of the main board. Following repair, the device successfully passed all functional testing.